Event description:
Ventilator not cycling. Alarm sounded. Pt's heart rate dropped. Maintained pt with ambu bag until ventilator was changed out. Pt had a tendency to drop heart rate. Unsure if this event triggered the drop in heart rate. Pt sustained no adverse outcome.